Event description:
It was reported that the ilet generated repeated occlusion alarms while the user was on a steel contact detach infusion set with 23-inch tubing; after a transient improvement following cartridge removal and bubble purging, the alarm recurred, and a full supply change was performed with no visible bubbles or kinks observed, and replacement infusion sets were arranged. Symptoms included no blood glucose impact and no adverse clinical effects. Outcomes included no need for medical intervention beyond troubleshooting, no interruption of daily activities beyond the supply change, and no hospitalization. Investigation included telephone troubleshooting, review of use conditions, and user education on supply replacement. Investigation of this case revealed that the occlusion condition was resolved after the complete supply change and that the prior setup could not be confirmed to have a definitive mechanical defect. It was concluded that the event was consistent with an insulin delivery occlusion that resolved with replacement of disposables, with no patient injury.